Event description:
The customer reported having high blood glucose and requested assistance with checking the settings on the insulin pump. The customer stated that she is hospitalized due to high blood glucose of 370mg/dl. The caller experienced nausea and ketones. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.